Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k78, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k983424. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total -hcg result generated for a 38-year-old female patient sample that was inconsistent with the patient's clinical presentation. The following data was provided: on (B)(6) 2026 sample ID (B)(6) initial result = 30.4 miu/ml, repeat result = <1.24 miu/ml no impact to patient management was reported.